Manufacturer narrative:
Multiple requests for additional were made. No new information was received. The product has not been returned, and without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 26 months post-implant of this annuloplasty ring in the mitral position, the device was explanted and replaced with a medtronic bioprosthetic mitral valve. The reason for the explant was not reported. There was no report of adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.